Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had questionable results for approximately 10 to 15 patient samples tested for multiple assays on the e601 analyzer. The customer also stated that they received abnormal sipper movement alarms on the analyzer. Data was provided for a total of 10 patient samples, and of these, 4 had erroneous results for the mb isoenzyme of creatine kinase (stat "short turn around time") - ckmb stat; n-terminal pro b-type natriuretic peptide, stat (short turn around time) - probnp stat; and parathyroid hormone, intact (stat "short turn around time") - pth stat. The first sample initially resulted as 3.26 ng/ml for ckmb stat, which was reported outside of the laboratory as 3.0 ng/ml. The sample was repeated on a different e601 analyzer, resulting as 9.63 ng/ml for ckmb stat. A corrected report was issued, with a result of 9.6 ng/ml for ckmb stat. The second sample, from a (B)(6) male, initially resulted as 353.7 pg/ml for probnp stat, which was reported outside of the laboratory as 354 pg/ml. The sample was automatically repeated on the same analyzer, but there was no value, only a data flag. The sample was repeated on a different e601 analyzer, resulting as 1093 pg/ml for probnp stat. A corrected report was issued, with a result of 1093 pg/ml for probnp stat. The third sample initially resulted as 33.77 pg/ml for pth stat, which was reported outside of the laboratory as 34 pg/ml. The sample was repeated on a different e601 analyzer, resulting as 72.16 pg/ml for pth stat. A corrected report was issued, with a result of 72 pg/ml for pth stat. The fourth sample initially resulted as 1463 pg/ml for probnp stat and this value was reported outside of the laboratory. The sample was repeated on a different e601 analyzer, resulting as 3652 pg/ml for probnp stat. A corrected report was issued, with a result of 3652 pg/ml for probnp stat. The patients were not adversely affected. The ckmb stat reagent lot number was 18665901, with an expiration date of 10/31/2016. The probnp stat reagent lot number was 11846702, with an expiration date of 04/30/2017. The pth stat reagent lot number was 18364702, with an expiration date of 06/30/2016. A pth stat reagent lot number of 18364701, with an expiration date of 06/30/2016 was also provided. A clarification of the correct lot number has been requested. The field service representative found that there were some crystals on some reagent cups and a reagent tube lifter was not descending properly. He cleaned nozzles, the reagent cups, sensors, and the reagent tube lifter. The customer successfully ran controls and recovery was near mean values.

Manufacturer narrative:
It has been confirmed that pth stat reagent lot number of 18364701, with an expiration date of 06/30/2016 was in use during the event.